Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the user attempted to change the infusion set at work and, during priming, insulin was not coming out of the needle but was leaking where the tube connects to the connector hub. The tubing was discarded and replaced with a set that did not leak. When attempting to prime a new set, the same issue occurred, with leakage at the tube-to-connector hub instead of flow through the needle. Another set was tried and functioned properly. The user was advised not to use the remaining infusion sets from the affected lot if possible. Damage due to leaking was identified prior to use, and there was no patient injury.